Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that wearable stopped working occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a wearable stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.